Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal procedure, the device was used on the patient, the trocar was inserted from the balloon, they used a syringe to inject air into the balloon, then fixed the trocar. The surgery progressed, the balloon broke in the middle of forceps operation. The air was at a proper amount, forceps and tension did not apply stress to the balloon. The part fell into the patient's cavity and was retrieved. The surgical time was extended by more than thirty minutes. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the trocar balloon was broken. A sample jar with a piece of balloon was received. The lock collar, valve seal and doors appeared to be intact. The obturator was received. The inflation syringe was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.